Event description:
It was reported on february 10th, 2025, that multiple screws from the vta assembly were found damaged on a selenia dimensions mammography system. A field engineer replaced the impacted part, all necessary checks were completed, and the device is functioning to manufacturer specifications. No user or patient injury was reported.

Manufacturer narrative:
An investigation was completed: on 1/10/2025, it was reported that multiple vta bolts were damaged therefore the vta assembly needed to be replaced. The field engineer (fe) replaced the vta assembly to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was on the system for 1,851 days and was not returned for further investigation. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a complaint review identified that the vta was not original to the system therefore, the DHR was not reviewed. System product code: sdm-sys-6000-2d, serial number: (B)(6), manufacture date: 08-29-2016, system installation date: 02-28-2017, unique device identifier (UDI): (B)(4).